Manufacturer narrative:
Spacelabs received the subject product on (B)(4), 2011, and our investigation is underway. At this time there is insufficient data to identify root cause or draw any conclusion. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once our investigation is complete.

Event description:
Spacelabs received a report from the (B)(6), that a patient monitor's internal battery would not charge.